Manufacturer narrative:
.

Event description:
The customer reported, a suspected positive biological indicator (bi). Some of the items from the load were not recalled. The customer stated that there was no injuries reported related to the unrecalled items. The customer did not know the lot # of the product.